Event description:
Reporter alleged obtaining the results of 450 mg/dl and 130 mg/dl back to back within 10 minutes on the compact plus system. Reporter also alleged obtaining the results of 340 mg/dl and 78 mg/dl back to back within 10 minutes on the compact plus system on a different day. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.